Event description:
It was reported that the patient underwent a revision surgery to explant an inflatable penile prosthesis (ipp) due to infection. The ipp was removed and a wash out was performed. Another revision surgery was scheduled for a future date. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.